Manufacturer narrative:
The reason for replacing this product is unrelated to the field action.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a computerized tomography (CT) scan, and it was noticed that the left cylinder migrated into the scrotum. No erosion was observed. Six months later, a revision surgery was performed in which the left cylinder, reservoir and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a computerized tomography (CT) scan, and it was noticed that the left cylinder migrated into the scrotum. No erosion was observed. Six months later, a revision surgery was performed in which the left cylinder, reservoir and pump were removed and replaced. During surgery it was discovered that the pump was not functioning properly. No patient complications were reported.